Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.

Event description:
As reported by an edwards lifesciences affiliate in china, regarding a 26mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach in a patient with a severely calcified bicuspid valve, after pre-dilation with a 23mm balloon, high valve release was selected with -2cc, and the placement was completed. After the system was withdrawn, angiography showed a trace of paravalvular leak and a catheter pressure difference of 3mmhg. The patient's condition was stable. After 10 minutes, the blood pressure dropped, and angiography showed a pericardial effusion. The pericardial effusion led to cardiac tamponade and pericardiocentesis was performed immediately. After puncture and drainage, the systolic blood pressure remained above 90mmhg, and then it was decided to switch to surgical thoracotomy since patient had an annular rupture. After the surgery in which the thv valve was explanted and a surgical valve was implanted, the patient was transferred to the intensive care unit. The patient had regained consciousness and was in stable status the following day. No edwards device malfunction was reported.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient conditions (severe calcification bicuspid type 0 aortic valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.